Event description:
Caller reported that the t:slim x2 pump battery would not charge, even after attempting different charging cables and wall adapters. There was no adverse impact to the customer's blood glucose level as a result of the issue. Tandem technical support resolved the problem by sending a replacement pump, and the customer agreed to return the faulty pump using a pre-paid ups label.